Event description:
It was reported that the manufacturer representative wanted to program a longer duration of stimulation. When asked if there were therapy issues the manufacturer representative indicated that the patient was having on and off issues. It was reported that the patient had memory issues so the manufacturer representative thought that the patient could not remember how to turn the device on or off. The patient claimed they were using the device when data showed the opposite. It was reported that therefore it was not a device issue, they were just trying to make the use of the device as easy as possible for the patient. The patient was put on cycling therapy. It was stated that the patient was liking therapy after this change. Additional information received reported that the patient wanted to know if it was possible to program the device to stay on for so long-20 min or so- and then shut off for 20 min automatically; or, if it would be possible to program device to feel stimulation very low for some time and then feel stimulation higher. The reason patient was asking is that he was told the body tends to possibly getting used to feeling stimulation and if he does not get to feel stimulation all the time he will avoid the fact that his body can get used to stimulation and he would get a better feeling from that. It was further reported that the patient had adaptive stimulation and it was ¿not as good.¿ it was noted that the patient could have stimulation go to a lower setting when lying down but if they put a pillow under their head and crossed their legs the stimulation would go up again. It was noted that the device had always done that since implant. The patient was reportedly told that it happened because of resistance of sensors and that the stimulation would go up if you ¿touch the "senses" hard and get in different positions.¿ it was further reported that if the patient arched their back 2.5 inches it doubled the intensity of the stimulation again. It was noted that the patient was implanted a year prior to the report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported nine months later that the patient has never been out of pain since getting the device, they are still in pain. The patient thought their device was not working so they met with their doctor. The doctor told the patientthey need to have their device reprogrammed every so often because the patient's tend to get use to the stimulation. About a month ago the patient had their device reprogrammed at the doctor's office and a company representative met them for the reprogramming. Exact dates of reprogramming were not known. It was noted that the therapy was working good now.

Event description:
It was reported a month later that the stimulation system only helps with a small portion of the patient¿s pain. The patient has only been reprogrammed twice since implant. The patient has tried several different drugs and the health care provider (hcp) thinks that a ¿drip¿ may be the next step.